Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was capped and replaced due to an insulation anomaly.

Manufacturer narrative:
A partial lead with the proximal portion measuring 12.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.